Manufacturer narrative:
Concomitant medication: bactrim ointment, 1 tsp baking soda in 60z cool water 3xdaily, b vitamins, african black soap, unfiltered apple cider vinegar. In response to FDA report number: mw5101389. The event of lymphadenopathy and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: ¿unexplained rashes¿, ¿lymphedema¿, ¿lymph nodes and adenoids are inflamed¿, and ¿implant was rippled.¿

Event description:
Patient reported via regulatory agency ¿was 15 when it was placed¿, ¿unexplained rashes¿, ¿lymphedema¿, ¿lymph nodes and adenoids are inflamed¿, and ¿implant was rippled.¿ patient additionally reported ¿very sick¿, ¿new allergies to food and other things¿, ¿prediabetic¿, ¿tooth decay that came on very quickly¿, ¿vision changes¿, ¿loss of mental acuity¿, ¿trouble sleeping¿, ¿fatigued easily¿, ¿developed alopecia¿, ¿hidradenitis suppurativa¿, ¿joint pain¿, ¿my face is puffy and swollen¿, ¿numb hands and feet¿, and ¿severe headaches¿; these events are not device related. Device remains implanted. This record is for the left side.